Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the juvéderm® ultra xc syringe "exploded". The event "exploded" was clarified as "the lower lock part" of the syringe was cracked, so when pressure was applied during injection it broke and the product was wasted. No product was actually injected into patient. The needle was not in contact with the patient. There was no injury to the patient or injector. The packaged needle was used and was tightened by hand.